Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to high contact resistance within the front panel membrane. Analysis of reports of this type has not identified an increase in trend.